Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed, but an additional issue of an alarm being generated and the front panel display disappearing when the device was started was due to a faulty circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported that the front panel display on the high flow insufflation unit while being used with the evis exera iii video system center was flickering. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely an alarm went off when the device was started and the light-emitting diode (led) on the front panel went out due to a failure of the circuit board. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.